Event description:
It was reported that the pump screen is hard to see. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting assistance from technical support.